Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Primary surgery on (B)(6) 2019. Hmrs distal femur. After rehabilitation, the patient was discharged on (B)(6) and returned to (B)(6). In (B)(6), the patient's knees did not bend and legs turned inward. The patient came to (B)(6) on (B)(6) and had a revision surgery on the 6th. The distal femoral component was turning.

Event description:
Primary surgery on (B)(6) 2019. Hmrs distal femur. After rehabilitation, the patient was discharged on (B)(6) and returned to vietnam. In february in vietnam, the patient's knees did not bend and legs turned inward. The patient came to japan on (B)(6) and had a revision surgery on (B)(6). The distal femoral component was turning.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Reported event: an event regarding range of motion involving a hmrs femoral component was reported. The event was confirmed. Method & results: product evaluation and results: damage observed on the surface of hmrs distal femur component consistent with explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: rejected for medical review. [...] No clinical or pmh, no patient demographics, no operative reports. Based upon the 2 x-rays alone, no confirmation of the event description or creation of a medical report is possible. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: damage observed on the surface of hmrs distal femur component consistent with explantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided x-rays by a clinical consultant indicated: rejected for medical review. [...] No clinical or pmh, no patient demographics, no operative reports. Based upon the two x-rays alone, no confirmation of the event description or creation of a medical report is possible. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.